Event description:
It was initially reported by the company representative: "carmina being used; patient stepped onto the foot rest and grabbed handles to turn around to enter the shower chair; unit tipped, patient fell and their head hit the ground. Initial reporter (sph coordinator) states that they had just finished pt and may have been tired."

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh (B)(4) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#(B)(4)). This appears to be a "malfunction" type of event not because there was a technical malfunction of the device, but since due to a use error the device did not perform as intended. A complete investigation was performed by the designated complaint handling unit (dchu), including a review of the trend and similar complaints. Arjohuntleigh received a complaint where it was indicated that a resident was going to sit on the carmina chair, and while stepping on the foot support he pulled the chair causing the device to tip and fall over. When reviewing similar events, we haven't found any other reportable complaint for this device, there this is currently considered to be a single and so far isolated event. The carmina shower and commode chair design was tested and found to fulfill the requirements of stability for toilet/shower chairs. It has been established that the carmina hygiene chair was being used for patient handling at the time of the event and due to improper handling the device contributed to the event. The device was put through a function test by the arjohuntleigh representative that visited the site. Based on the inspection the unit, it was confirmed that the device met all requirements and passed inspection. Therefore it was concluded that the device was up to specification at the time of the event. As was pointed out by the customer facility, it appears that the resident was tired after their treatment, and that this contributed to the resident to be situated lower in the mobility category than allowed for the use of this device: it appears he needed more support for himself to get on the chair as he was too tired to keep balance on his own - this caused him to pull the chair to help himself to get on it, and as a result the device tipped and fell over. In conclusion - as per the statements by the customer facility also - a number of use errors caused the event, due to the caregivers not following the handling procedures and not paying attention if the patient condition is sufficient to be handled with use with this device.